Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at tubing event on 2024. The infusion set was in use for less than 72 hours. Patient changed supplies as necessary and resumed insulin therapy. No further information available.